Event description:
Patient reported via sus voluntary medwatch "scheduled elective breast implant removal (due to chronic fatigue, dry mucous membranes, intermittent pain) for (B)(6) 2023. Intra-op, breast implants were found to be completely ruptured. Surgeon subsequently performed en bloc dissections and washouts. Two jp drains left in place." The events of "chronic fatigue, dry mucous membranes" has been deemed not related to the device. Affected side is right. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5148530. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture.